Event description:
It was reported that the patient developed an infection. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts. Additional information was received that the device was non-functional.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.